Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision was foggy. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, " optical system: foggy ", could be confirmed. During examination of the optics available to us, impact marks were found at the distal end. The optics shaft itself is bent. Clear foreign particles/abrasion are visible in the rod lens system, caused by mechanical damage and the bent shaft. The optical system is displaced due to the bent shaft, which has a negative effect on imaging. There are unknown residues on the distal cover glass, which also have a negative impact on the imaging. The defects/damage found are not due to a manufacturing/production error but were caused by clinical use/clinical reprocessing. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).